Event description:
Device requires manual calibration prior to initiation of monitoring. Providers report mismatch between bar graph depiction and percentage displayed for degree of neuromuscular block. Independent verification of degree of block using alternate train of four devices indicates nmt may be oversensing muscular response, which leads to over-administration of paralytic agents due to false indication that patient is inadequately paralyzed.